Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis. Visual inspection showed the pump was in fair condition with damaged rear housing. The investigation found that the pump displayed error code 1310. The alarm was cleared. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1310. No adverse effects were reported.